Event description:
It was reported the patient experienced an episode of increased spasticity, less than 50% therapy relief, in (B)(6) 2012 and (B)(6) 2012. A catheter access dye study performed on(B)(6) 2012 did not reveal a problem. The episodes continued to occur through (B)(6) 2012 and increased more so over the subsequent weeks. Patient reported that the spasticity was especially bad in his hands and legs at night and that he had been unable to sleep. Oral baclofen and intermittent oral tranxene had not helped. The family presented to the emergency room on (B)(6) 2012 where the patient was given ativan that the family felt somewhat helped. The patient was admitted into the emergency department and inpatient admission for baclofen withdrawal symptoms. The episodes were described as severe clonus in his legs and increased irritability. The hcp believed that the symptoms were consistent with an intermittent baclofen pump catheter kink; an ''in vitro kink'' was suspected. It likely worsened when patient was up a lot and improved when he was supine. Given the increasing and severe nature of these episodes, a catheter revision was recommended by hcp. A revision was performed on (B)(6) 2012 and the catheter was replaced. When the neurosurgeon disconnected the catheter from the pump intra operatively there was an immediate brisk retrograde flow of cerebrospinal fluid from the existing catheter. A single ''bonus'' was programmed into the pump while no catheter was attached intra operatively and after visual verification of fluid flowing from the pump, the bonus was aborted. It was reported that according to patient's mother, the pump was accessed with a coring needle during a diagnostic procedure. The reservoir refill port access with a coring needle was a one-time occurrence. The mother expressed her concern to the pediatric neurosurgeon that the integrity of the pump may be compromised due to this event. Per hcp, replacement of the pump at this time was not necessary. Patient status: alive- no injury/no adverse event. The pump was delivering gablofen.

Manufacturer narrative:
Analysis of the catheter 8596sc #(B)(4), revealed coring, tears or cuts in the seal of the sutureless connector. No leaking was seen in the lab. Under microscope inspection a non-significant indent and non-significant coring were seen in the bottom of the cup of the sc connector. There was also a small crack in the material of the white silicone boot. Analysis of the catheter 8709sc #(B)(4), revealed a user related hole in the catheter body. Under microscope inspection two separate holes were found in an area .3 to .5 cm from the proximal end of segment 2. It is not possible to determine how these holes may have occurred but they seem to be the results of some type of mechanical force. The holes are not related to the manufacture of the catheter. The same proximal end of segment 2 possibly is slightly larger in diameter and may have been where the pin connector was attached. No pin connector was returned and some portions of the catheter may also be missing.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter.

Manufacturer narrative:
(B)(4).